Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation. A pressure bag was used during irrigation. During the first aspiration with the dilator in place, no air was observed. The farawave catheter was inserted and air was continuously drawn during aspiration. Approximately 40ml were aspirated and aid continued to come out. The procedure was changed using another faradrive steerable sheath clear. No patient complications occurred. The product has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Date of event - approximate. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred, and air bubbles observed. Inspection of the hemostatic valves found the external valve torn on the outer face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation. A pressure bag was used during irrigation. During the first aspiration with the dilator in place, no air was observed. The farawave catheter was inserted and air was continuously drawn during aspiration. Approximately 40ml were aspirated and aid continued to come out. The procedure was changed using another faradrive steerable sheath clear. No patient complications occurred. The product has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Date of event - approximate.